Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation and functional testing of the device it was identified that the error code log count not be accessed due to lcd screen damage. The device only came in for remediation, therefore no repair was performed. In addition, the device was visually inspected and found no evidence of foam degradation . Additional findings not related to the malfunction/issue were rubber feet missing on the device, handle o-ring requires replacement, and ac power cord retainer is missing.